Event description:
It was reported to philips that the device will not power on. Although the device was reported to be in clinical use at the time of the failure, there was no adverse patient impact as a result of the issue.